Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation: analysis results not available; device discarded at user facility.

Event description:
The physician reports that the tip broke off the bur when drilling in the frontal sinus. The detached fragment has been successfully retrieved; there was no patient impact. This event occurred at this facility multiple times; however, specific event dates are unknown.